Manufacturer narrative:
The device has not been returned for evaluation yet. Analysis will be conducted once the device is received.

Event description:
A patient received a bilateral tka (total knee arthroplasty) on (B)(6) 2015. On post-op day 3 ((B)(6) 2015), the plastic posts it was reported that the plastic component detached from the adhesive bonding on the device and several staples had to be placed in order to protect the incision.